Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized for diabetic ketoacidosis on with a blood glucose level of 800 mg/dl. The customer experienced symptoms of blood in the urine. The customer was treated for their blood glucose with IV fluids. The customer stated that the issue was caused by a bent cannula. The customer further mentions that the current infusion sets they are using does not work with their body well and would like new infusion sets. The customer also mentioned that they were not properly trained on how to use the insulin pump by their trainer because their cannula keeps bending. The customer did not provide the date of the hospitalization. The customer did not troubleshoot and did not send the product back for analysis.